Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient requested revision, although, according to the sales rep, there were no symptoms. Update rec'd (3/7/2014 ) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone, pain, discomfort and inflammation. There is no new additional information that would affect the outcome of the investigation. Update rec'd 7/3/2014-pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/15/2014.   Additional information: doi: (B)(6) 2009 - dor (B)(6) 2012 (right hip). Update ad 30 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. There is no new allegation. Added stem due to previously alleged metal ions. Added lawyer, firm and associated contact. Doi: (B)(6) 2009- dor: (B)(6) 2012 (right hip). Patient is bilateral. See (B)(4) for the left hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.